Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) and patient. It was stated that the patient had an appointment on dec 13 at which they turned off the implants and reactivated/readjusted the right hand simulator. They still have a terrible headache. Also, they stated that every so often their hand will suddenly jerk or thrust and he can¿t keep it still.

Manufacturer narrative:
Initial reporter corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an ins implanted to treat tremors in their right hand. They initially had significant benefit from the procedure. They had another implant to treat their left hand tremor several months later. During the procedure, they insisted they felt the alignment fixture move on their head. The resulting lead missed the target. They attempted another procedure to replace the electrode or place another one and this one was successful according to the surgeon. After the procedure they experienced a terrific headache for several weeks. The surgeon said it was due to the prolonged procedure and the amount of time their brain was exposed to air. When the second implant was activated it had minor benefit and seemed to fade over time. Their first implant for their right hand seemed to stop working as well. They felt their second implant was interfering with the first implant. No further complications were reported as a result of this event.